Event description:
The customer reported via phone call being hospitalized due to unexplained high blood glucose levels. Her blood glucose was 600 mg/dl, and she treated with manual injections. She vomited repeatedly and had stomach discomfort. Upon admission, she was treated with manual and intravenous insulin. She was advised to remove the device upon arrival at the hospital. She noted air bubbles along the tubing length and was advised to deliver a 5 unit fixed prime into the air to purge. She stated that the insulin had not been stored at room temperature and was advised that it should be stored at room temperature to prevent degassing. No alarms occurred since the high blood glucose began. All settings were programmed correctly; the bolus history displayed all entries based on her recollection. She was unable to do the high pressure test due to lack of tubing clamps, which will be sent. She was advised to call back to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.